Event description:
The revision surgery was done on (B)(6) 2013, because the head was disassembled from the stem when dislocation was noted around (B)(6) 2013. Head neck corrosion was thought to be the cause of the disassembly. The previous revision surgery was done with solution pinnacle in 2010. (B)(6) 2014 reopened at warsaw request receipt of products.

Manufacturer narrative:
Examination of the returned devices finds evidence to suggest subluxation. Dark material suggestive of corrosion is found on the female taper. The reported femoral stem was not returned for examination. A search of the complaints databases finds no other reports against the product/lot code combinations. No additional investigational inputs were provided. No patient x-rays were provided and placement cannot be commented upon. The investigation can draw no conclusions with the information provided. Based the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.